Manufacturer narrative:
The insulin pump had a blank display due to a component puncturing through the isolation plate and making contact to the positive side of the battery tube. The insulin pump alarmed button error due to moisture damage on the button/keypad trace.

Event description:
The customer's mother reported a button error alarm and a blank display. Troubleshooting was performed and the display returned, but the insulin pump continued to alarm button error. Nothing further was reported.